Event description:
It was reported that during a gastrectomy procedure, the staples did not come out of the device. Another device was used to complete the case. No patient consequences were reported.

Manufacturer narrative:
.